Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 yrs ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the pt presented to the hospital with a ruptured aneurysm due to rapid expansion of the aneurysm (the aneurysm enlargement was 3 cm over 1 week). The decision was made to explant the stent graft. The explanted stent graft was received and its eval is pending. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval: results and conclusions: other - lack of info (films and operative reports are not available, explanted stent graft eval is pending).